Event description:
Additional information: ¿ please confirm the exact location of the leakage. Leakage was from slit septum ¿ please confirm if the leakage was identified during priming or during infusion? If during infusion, how long into the infusion? During infusion one port was connected with pmo line which was running with IV fluid, leakage happened from another port (which was clamped). ¿ please confirm what was being infused. Noradrenaline ¿ how was the leakage discovered? After some time of infusion, there was a leakage from second port. ¿ please confirm the make and the model of the connecting product. Pmo line (mais india medical devices pvt ltd). ¿ confirm if the component had been disinfected prior to connection. If yes, please confirm which reagent had been used. Yes, with alcohol swab cotton ball. ¿ please confirm if the smartsite had been accessed with a needle? No ¿ please provide details of the storage conditions prior to use i.e., where are the products stored? Is the area temperature controlled? Product was stored at room temperature. ¿ please confirm if the patient was under infused as a result of the leakage? No.

Manufacturer narrative:
Investigation results: no (B)(4) sample was available for investigation; however the customer did report that the affected sample was from lot 22105071. The customer reported that they experienced blood leakage when the smartsite extension set was clamped. Additional information suggests that the leakage originated from a "slit septum" of the smartsite during use and that the infusion set did undergo disinfection by the customer using alcohol swab. As part of the investigation, the customer provided a photograph to aid the investigation; analysis of the image confirmed that leakage had occurred, however the exact source of the leakage was not visible from the photograph. The details of this feedback were forwarded to the manufacturing site for investigation. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. A review of the production records for lot 22105071 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Although it was not possible to determine a definite root cause for this issue, the quality team at the manufacturing site has been informed of this complaint in order to be aware of the reported failure mode during future production of this product. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the 20019e7d products in the past 12 months.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite extension set was leaking the following information was received by the initial reporter with the following verbatim: leakage of blood from clamped smartsite port- leakage of blood observed from smartsite bi extension port while lumen was clamped.